Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Pain: unable to observe as it is a medical event not related to the device. Anxiety¿product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. White particles were observed on the shell. Creases are observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side pain, asymmetry, and exchange from textured to smooth due to product concern. Healthcare professional later reported rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side pain, asymmetry, and exchange from textured to smooth due to product concern. Healthcare professional later reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, asymmetry, exchange from textured to smooth due to product concern.